Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 05/16/2011 by fax and mail. A completed questionnaire was received on 05/19/2011. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) was exchanged due to the surgeon thinking the lens was mislabeled. In a follow up, the surgeon reported it is unknown if the iol caused or contributed to the event. The surgeon reported he had targeted the patient to be plano, but the end result was a -2.50 spherical equivalent. The event resolved following the lens exchange.